Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
The customer's mother reported her son's blood glucose, carbohydrate intake and insulin history is as follows. At 4:52pm the pod was deactivated and she noticed the cannula was out of his skin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.